Event description:
It was reported that the pt experienced a lack of stimulation since the day the stimulator was implanted. The pt has felt a "fading" sensation, only feeling stimulation when rotating their torso.

Manufacturer narrative:
(B) (4).